Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13853. It was reported that the patient presented in clinic for routine follow up, loss of capture and low sensing was noted on the right atrial lead. The patient was scheduled for lead revision. During procedure, it was noted that the right atrial lead was dislodged as it was hanging in right atrium. Dislodgement of right atrial lead was confirmed via fluoroscopy. There was no slack noted in the right ventricular lead, but visual inspection noted that the insulation in right ventricular (rv) lead appeared to be filled with blood. The pacing, sensing and impedance measurements on the right ventricular lead were normal. The right atrial and right ventricular leads were explanted and replaced. The patient was discharged post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies found.